Manufacturer narrative:
Driver passed all incoming functional testing. Visual inspection of external components found cosmetic damage to the power adaptor. Visual inspection of internal components found damage (scuff marks) on the main pcba and primary motor indicating contact occurred and the cable connecting the speaker to the lcd had visual damage. None of the observed damage impacted driver functionality. Observation testing resulted in an alarm; the exhaust fan was found inoperable. Review of alarm history data found one new alarm recorded in the driver's alarm history which signals that the left battery is too hot. Observation testing confirmed the driver was overheating as reported by the customer. The root cause of the customer reported fault alarm was the driver exhaust fan, which was found to be not operating after 18 hours of observation testing. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5467 (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a temperature alarm while supporting the patient after dialysis. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.